Event description:
Customer reports meter showing "off" while using the compact system. Customer reports feeling dizzy and having nausea and went to the hospital because she felt bad; was admitted and blood glucose tested with result of 299mg/dl. Customer reports being treated with insulin and other meds to help control her sugars. No controls were run. A request was made for return of the suspect product and a replacement was sent.